Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver contacted support for assistance with an ilet factory reset due to extreme lows, after which blood glucose levels were affected and later dropped; the user subsequently experienced a hyperglycemic episode with a reported peak of 352 mg/dl lasting about an hour with device alerts over 300 mg/dl for over 90 minutes, and a separate hypoglycemic episode with a nadir of 44 mg/dl lasting about an hour that was treated with oral carbohydrates. Symptoms included sweating during the low. Outcomes included no need for external assistance, no professional medical intervention, no ketones, and no hospitalization. Investigation included troubleshooting and education with guidance to treat lows using oral glucose and confirmation that the user did not revert to alternative therapy after shutdown. Investigation of this case revealed device performance consistent with use during and after a reset and user-managed glycemic excursions without device alarms or alerts requiring escalation. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-related factors.